Manufacturer narrative:
Results = catheter.

Event description:
During spinal fusion surgery, the catheter fractured. It had been clamped for five hours. The pump contained baclofen. Information regarding medical management of baclofen withdrawal was requested. The patient's outcome is unknown. Further information is being requested from the hcp.